Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the air cushion mask on the adult resuscitation bag was found deflated prior to use on a patient that need ed assistance breathing.

Manufacturer narrative:
(B)(4) the manufacturing and inspection records of lot number 1517 were reviewed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation. Based on the limited information given, it was determined that the device leaked normally during storage (or transportation). If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the air cushion mask on the adult resuscitation bag was found deflated prior to use on a patient that need ed assistance breathing.